Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a appendectomy procedure, the used device broke.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the circular seal, trocar and envelope seal appeared intact. The obturator was received and appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.